Manufacturer narrative:
Insulin pump passed displacement test and self test. Pump error 53 alarm and error 4 found in the insulin pump history file due to software error. Additional information has been received which was not included with the initial report. The information has been provided with this report.

Event description:
It was reported via phone call that the customer's weight has been changed to (B)(6).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the fill cannula was not recorded in daily history. Customer's blood glucose level was 183 mg/dl. Customer also stated that the insulin pump had pump error motor arm cannot communicate with the main arm and software error detected. Customer was able to successfully clear the alarm and did not receive request to rewind insulin pump. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The device will be returned for analysis.